Event description:
User received discrepant creatinine and phosphorus results for three patient samples. The following two patient samples were determined to be discrepant. Sample 1, initial phosphorus gave 17.7; repeat gave 4.5 mmol per l. Sample 2, initial phosphorus gave 3.3; repeat gave 4.4 mmol per l. No erroneous results were reported.

Manufacturer narrative:
The customer replaced reagent and ran calibration and controls which resulted within specification.